Event description:
It was reported to philips hat the system was not booting up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system didn¿t boot up. The analysis of system log file confirmed sib (system interface board) box failure. The cause of the sib box failure could not be conclusively determined by the supplier's part analysis, however the replacement of the sib by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.